Manufacturer narrative:
A philips technical consultant (tc) talked to the customer to resolve the issue. The tc confirmed the reported issue and had the customer validate the speakers connection to the central station. The customer confirmed that the speaker had been unplugged which caused the alarm issue. The root cause of the event was the speaker cable being disconnected. The customer resolved the issue, the device remains on site and in use.

Event description:
The customer reported that their central station was failing to emit an audible alarm. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.